Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling was observed. During testing, all of the keypad buttons were found to be responding appropriately and were functional. The original complaint of the up arrow, down arrow and ok buttons sticking and delayed response was not confirmed or duplicated. During evaluation, there was evidence of contamination found under the contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow, down arrow and ok keypad buttons had been sticking and had a delayed response to button presses. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.